Event description:
It was reported the patient is deceased. The cause of death was listed as septic shock. Additional information for the source of the sepsis was requested but not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.